Event description:
Within one day of transfer from med ctr, the gastric tube loosened. Upon removal the balloon anchor was found ruptured. The duodenal/j-tube extention was separated from the distal end of the balloon with only a thin string of material connecting the extention to the g tube. Luckily the extention was retrieved manually at this time.